Event description:
Customer alleges discrepant results with meter. Date: unk, inratio: 1.5; date: unk, inratio: 1.5. Pt had 1.5 inr on meter on two recent occasions. Coumadin dosage was changed and pt experienced nosebleeds, bruising, and bleeding.

Manufacturer narrative:
Investigation pending.